Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. The most probable root cause was related to the pbbcs. The pbbcs incident was addressed under a separate complaint. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. 367899, batch no. 9004595. Complaint 1 of 2. Verbiage: -I wanted to document a potential issue with a set of bd supplies. Here are the lot numbers of supplies used: bd vacutainer 6ml k2edta, item 367899, lot 90004595 exp 6/30/20. Bd 23g butterfly, item 367342, lot 9154532 exp 5/31/2021. One of our phlebotomists was performing a routine blood draw. Appropriate flow was established, but after about 2ml was collected, blood stopped flowing. The butterfly needle was withdrawn; blood backflowed from the tube and spilled onto the staff member¿s glove. Phlebotomist was wearing appropriate ppe, so there was no exposure. I verified when I popped the top that there was indeed no remaining vacuum in the tube. It¿s likely that this is an intermittent issue, as I¿ve seen other tubes from the same lot that filled correctly. This is just for documentation in case bd identifies a larger issue. No response required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. 367899, batch no. 9004595. Complaint 1 of 2. Verbiage: I wanted to document a potential issue with a set of bd supplies. Here are the lot numbers of supplies used: bd vacutainer 6ml k2edta, item 367899, lot 90004595 exp 6/30/20. Bd 23g butterfly, item 367342, lot 9154532 exp 5/31/2021. One of our phlebotomists was performing a routine blood draw. Appropriate flow was established, but after about 2ml was collected, blood stopped flowing. The butterfly needle was withdrawn; blood backflowed from the tube and spilled onto the staff member¿s glove. Phlebotomist was wearing appropriate ppe, so there was no exposure. I verified when I popped the top that there was indeed no remaining vacuum in the tube. It¿s likely that this is an intermittent issue, as I¿ve seen other tubes from the same lot that filled correctly. This is just for documentation in case bd identifies a larger issue. No response required.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. 367899, batch no. 9004595 . Complaint 1 of 2. Verbiage: I wanted to document a potential issue with a set of bd supplies. Here are the lot numbers of supplies used: bd vacutainer 6ml k2edta, item 367899, lot 90004595 exp 6/30/20. Bd 23g butterfly, item 367342, lot 9154532 exp 5/31/2021. One of our phlebotomists was performing a routine blood draw. Appropriate flow was established, but after about 2ml was collected, blood stopped flowing. The butterfly needle was withdrawn; blood backflowed from the tube and spilled onto the staff member¿s glove. Phlebotomist was wearing appropriate ppe, so there was no exposure. I verified when I popped the top that there was indeed no remaining vacuum in the tube. It¿s likely that this is an intermittent issue, as I¿ve seen other tubes from the same lot that filled correctly. This is just for documentation in case bd identifies a larger issue. No response required.